Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 0.3435" x 0.1285" and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The instrument was found to have a completely broken grip at the grip base. A piece approximately 0.6685" x 0.1860" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do show damage. The conductor wire is broken. The instrument was found to have a broken conductor wire inside the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. Continuity test was not performed due to missing grip tip. The grip tip and molded insulator are missing. This is a result of a completely broken grip tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during central processing; the force bipolar instrument was found to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a dislodged jaw and visible damage to the conductor wire. There was no thermal damage or other cable issues. There were no missing fragments.